Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7091640, UDI: (B)(4).

Event description:
It was reported that all components were explanted due to patient being allergic to titanium as confirmed by an allergist. The explanted products will not be returned per hospital policy and patient was doing well postoperatively.